Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited noise and oversensing resulting in pacing inhibition greater than 2 seconds. Noise was unable to be recreated in clinic. Boston scientific technical services (ts) discussed that noise presentation on the electrogram (egm) appeared to be from an external source of electromagnetic interference (emi). Additional information indicated that routine follow-up check was continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.